Manufacturer narrative:
This part involves 4 set screws with part# 5540030. G5: this part is not approved for use in the united states; however a like device catalog # 5540030, 510k #k113174 and UDI# (B)(4) was cleared in the united states. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: visual inspection confirmed the set screw was returned without any obvious physical failures. A microscopic review of the node on the face of the set screw does not reveal any atypical witness marks. It appears to be a few signs/witness marks on the bottom of the thread which indicates it was tightened down on the rod. A functional test of the set screw with a sample mas screw did not reveal an issue when threaded into the screw. At this point, there does not appear to be an issue with the set screw that would have led to the removal of the set screw. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Although it is unknown if the products led to an adverse event or not, we are filing this report for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Initial procedure used: posterior interbody fusion (l3-s2) pre-op diagnosis for this surgery: surgical site infection (ssi), implant backed-out. It was reported that on an unknown date, patient underwent a plf surgery at l3-s2. Post-op. The implanted set screw backed-out and site infection occurred. Patient underwent removal, debridement and additional posterior decompression as a result of the event. All the implants were explanted this time due to ssi.